Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a meal announcement, with a peak blood glucose of 330 mg/dl and approximately one hour above 180 mg/dl before trending downward. Symptoms included high blood glucose without associated clinical effects. Outcomes included no need for assistance and no medical intervention. Investigation included troubleshooting and education regarding pump function and management of highs and lows. Investigation of this case revealed no device malfunction and no device component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.